Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump was off. The customer also stated that they did not saw the blue line. No harm requiring medical intervention was reported. The customer also stated that they experienced low blood glucose and it was treated with orange juice. The insulin pump will not be returned for analysis.